Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: 7133308/7133299. Batch: 7133308/7133299.

Event description:
It was reported that the patient had a fluid buildup at the implantable pulse generator (ipg) site and had to be drained every couple of weeks. The patient underwent an explant procedure. The explanted device will not be returned.